Event description:
It was contaminated with bacteria [product contamination bacterial]. Device malfunction [device malfunction]. Knee was on fire; it was extremely painful for the next couple of days and the pain. Lingered for a couple of weeks afterwards [knee pain]. Cleared his throat several times [throat clearing]. Recalled product administered [recalled product administered]. Case narrative: initial information regarding a solicited valid serious case was received from a non-healthcare professional (patient), in the scope of patient support program "psp_(B)(6)"on (B)(6) 2021. Centre ID: unknown; patient ID: (B)(6); country: united states study title: sanofi patient connection. This case involves a 66-year-old male patient who experienced knee was on fire; it was extremely painful for the next couple of days and the pain lingered for a couple of weeks afterwards(arthralgia) and cleared his throat several times (throat clearing) and it was contaminated with bacteria (product contamination microbial ), device malfunction and recalled product administered while he using with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's medical history, past medical treatment(s), vaccination(s) and family history were not provided. Concomitant medication was unknown. On (B)(6) 2017, the patient started using hylan g-f 20, sodium hyaluronate 48 mg/6 ml solution for injection (with an unknown dosage, frequency, batch number: 7rsl021, expiration date:31-may-2020) for an unknown indication. On an unknown date, the injection that he received was part of a lot that was recalled on an unknown date; he stated that it was contaminated with bacteria (product contamination microbial) (recalled product administered). On (B)(6) 2017, same day, patient had an extremely severe reaction; it started hurting it felt like his knee was on fire; it was extremely painful (arthralgia) for the next couple of days; and the pain lingered for a couple of weeks afterwards. On (B)(6) 2021, 3 years 2 months 26 days after initiation of the suspect drug therapy, patient cleared his throat several times (throat clearing). He was given some pain medication but it didn't do any good, and after two days, the medication was aspirated as treatment for the other events. According to consumer, at that time, he was told that patient had a reaction with hyaluronic acid. All this time, he avoided taking hyaluronic acid because he was thinking he was allergic to it. The pain subsided quickly after the medication was aspirated, but the pain lingered for a couple of weeks. It was not until today, that he determined that there was a recall on the medication. While he was researching about covid vaccine, since he was supposed to receive his first dose of covid vaccine tomorrow, and he wanted to recall the reaction that he had with this injection. He called his prescribing doctors office and they confirmed that the injection he received was part of the lot that was recalled. He is disappointed that the doctors office was not aware of the recall. He had already talked to a nurse in the pharmacy and part of his concern was if there would be any residual long term effects because of that. Seriousness criteria for event product contamination microbial was assessed as medically significant as per important medical event (ime) list. On an unknown date (latency unknown) after the suspect drug initiation, the patient had device malfunction. Action taken with the suspect drug was not applicable for the event device malfunction. On an unknown date the drug was withdrawn for the other events. It was not reported if the patient received a corrective treatment. He cleared his throat several times was ongoing (not recovered). Event arthralgia was resolved on an unknown date. The outcome was unknown for device malfunction and recalled product administered at the time of reporting. Reporter causality was not reported for the all events with respect to the suspect drug hylan g-f 20, sodium hyaluronate. Company causality was reportable for the event device malfunction, it was contaminated with bacteria, knee was on fire; it was extremely painful for the next couple of days and the pain lingered for a couple of weeks afterwards and was not reportable for the other events with respect to the suspect drug hylan g-f 20, sodium hyaluronate. No further relevant information was reported. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc-one. Batch number; 7rsl021, expiry date-31-may-2020 (B)(4). Sample status not available final investigation complete date: 29-jan-2021 summarized conclusion for this case was related to product additional information was received on (B)(6) 2021. Strength was added. Corresponding field and narrative were updated accordingly. Based on information previously received, the following information [pt device malfunction needs to be coded & also populated in the malfunction drop down] have been amended. Based on information previously received on (B)(6) 2021, the following information [pt recalled product administered needs to be coded] have been amended.